Manufacturer narrative:
It is likely that the open circuit impedance error on the implanted lead is related to the connector between the lead and ipg. Disconnecting the lead allowed for the end of the lead to be wiped and assured to be clear of any fluids before reconnecting to the ipg and thus clearing any obstruction and allowing a full circuit to be re-established. All original components remain implanted and in use and the patient is reporting good therapy from the system.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. The patient completed several surveys after implanting the system and consistently reported reduction in pain symptoms by approximately 50%. One such survey was completed by the patient on (B)(6) 2025 and reported pain levels at 3/10. On (B)(6) 2025 the patient was seen in the medical clinic and a nalu representative present discovered impedance errors on the patient's medial lead. Imaging was performed on (B)(6) 2025 and does not appear to show any damage or migration of the implanted leads. The patient continued to report receiving good pain relief, however requested interventions to correct the impedance error and optimize therapy. On (B)(6) 2025 a surgical intervention was performed in which the malfunctioning lead was repositioned and reconnected to the implantable pulse generator (ipg). After reconnecting the lead, all testing returned good readings and the patient reported receiving good therapy.